Event description:
"Spring guide wire (swg) is hard to pull out, and doctors is unable to handle by one hand."

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide (swg) assembly for analysis. Small traces of biological material were observed between the guide wire coils. Visual analysis revealed one long, continuous bend across the entire guide wire body. The distal j-bend also appeared misshapen. Additionally, microscopic examination confirmed that the distal and proximal welds were secure and intact. The guide wire total length measured 603.5mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .804mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through a lab inventory ars/introducer needle assembly. Little to no resistance was observed. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit (sz-25703-122a) warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also cautions, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously". The report of a bent guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained one, long continuous bend across the entire body. Additionally, the distal j-bend was misshapen. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the report from the customer and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the swg (spring wire guide) kinked in use.

Event description:
"Spring guide wire (swg) is hard to pull out, and doctors is unable to handle by one hand."